Manufacturer narrative:
A philips remote service engineer (rse) made repeated attempts to reach the reporter and to clarify the allegation. Only one brief response was received indicating "it is probably about the fact that on station arlberg 0 a monitor repeatedly does not transmit data to the control center. Room a004 door! The monitor in the room works, but the data is not forwarded to the control center, including alarms!". This suggests that the patient monitors were losing connection to the patient information center ix (pic ix), however no additional information was provided by the customer. The actual issue, cause and resolution is unknown. Philips is unable to confirm the final disposition of the device due to insufficient information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1 reporter phone# (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that on a monitor, the alarms are not switched to the monitor in the room. The device was in clinical use on a patient at the time of the event. No adverse event was reported.